Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system screen was blank, and issue resolved by customer. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the screen was blank. No harm has been reported to philips. Philips has started an investigation of this complaint.